Manufacturer narrative:
This medwatch is for the suspect device used coaguchek system 1, which produced the result that was inconsistent with the other readings.

Event description:
Caller states the pt tested 3.2 inr on coaguchek system 1 compared to results of 2.1 inr and 2.1 inr on two other coaguchek systems. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system and replacement was sent.